Event description:
On (B)(6) 2011, the pt underwent a spinal fusion surgery from l1 to c4. Sometime after that, the pt experienced neck pain and migraines. The spinal hardware was removed on (B)(6) 2013 and new spinal hardware was implanted. After this revision the pt claims that her pain has been reduced.

Manufacturer narrative:
According to the complaint the pt is claiming that the device was used off label by the surgeon. As stated in the IFU, that is supplied with the product the quantum spinal rod sys components are intended to be used as non-cervical spinal fixation devices and are indicated as a posterior pedicle screw sys (t1-s2). The surgeon, according to the pt, used this sys in her cervical spine. Pioneer surgical has not been able to confirm this claim by the pt. There have been no claims on the device malfunctioning. No mfg records were reviewed since no product was sent back to pioneer surgical and no lot number was given. Pioneer surgical is requested the pt records and will update this report if any records are made available.